Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The wall hinge snap and wall hinge post were replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a broken wall hinge snap which could cause a patient fall. There was no report of patient involvement.